Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Data analysis was completed and confirmed the power consumption was higher than expected. This device remains in service and will continue to be monitored. No adverse patient effects were reported.